Manufacturer narrative:
Initial and final MDR(B)(4)- device 1 of 2

Event description:
Reference number (B)(4) event occurred in the united states it was reported by the patient that two infusion set tube was detached from connector within 12 hours of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available